Event description:
It was reported that during interrogation just prior to a scheduled device replacement a patient experienced a ventricular fibrillation episode and received 6 shocks. The shocks delivered were 0.3 joules instead of 30 joules. The shocks did not stop the fibrillation, but it resolved spontaneously. The shock impedance was high and after the episode the device had an electrical reset. The device and the defibrillation lead were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device model number 6949 is part of the advisory for this model.